Event description:
On (B)(6) 2023, a peritoneal dialysis (pd) nurse reported that the patient required hospitalization for fluid retention. The nurse initially reported the fresenius cycler may be the issue. The nurse stated the patient was provided with the clinic cycler and requested that the patients home cycler be replaced. In additional follow up, the patient?s pd nurse confirmed that the patient was hospitalized for fluid volume overload (dates unknown). The nurse stated the event was not due to the fresenius cycler. It was reported that the pd catheter (not a fresenius product) was malpositioned (causing drain complications). During hospitalization, the patient had the pd catheter repositioned, required placement of a hemodialysis catheter (not a fresenius product) and received hemodialysis for renal replacement needs. No additional details about the hospitalization were provided as the discharge summary was not available. Subsequently, the patient was discharged (date unknown) continuing pd with the patient?s home cycler. Per the nurse, the patient continued to experience drain complications. As a result, the patient attempted pd treatment with the clinic cycler and still had drain issues. The nurse indicated the patient is transitioning to home hemodialysis as it has been determined the pd catheter is not working properly. Per the nurse, the fluid overload was due to a combination of malfunctioning pd catheter (not a fresenius product) and patient non-adherence to fluid restrictions per renal diet. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).